Event description:
It was reported that the patient was highly symptomatic as it was found that both the atrial and right ventricular (rv) leads had high threshold values and no capture at high outputs. There was no intervention for the atrial lead. However, the rv lead was repositioned and all values were then acceptable. Additionally, it was noted that both leads were implanted after their use before dates. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4): the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated no anomalies were found.